Event description:
A report was received that the patient was experiencing tenderness at the ipg site and it was painful. It was also noted that charging gets really hot on the skin causing discomfort. The patient had a trigger point injection at the ipg site and was prescribed medications.